Event description:
This case from a consumer has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2454, awareness date 05-nov-2015). This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure implantation, she never experienced severe pain and discomfort, including chronic pelvic pain, chronic back pain, dental problems, excessive hair loss, chronic fatigue, vitamin d deficiency, excessive rashes. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), hypoaesthesia ("numbness and tingling"), paraesthesia ("tingling"), loss of libido ("lack of sex drive"), headache ("headache"), fatigue ("chronic fatigue"), alopecia ("excessive loss of hair"), back pain ("back ache, chronic back pain"), pelvic discomfort ("discomfort"), tooth disorder ("dental problems"), vitamin d deficiency ("vitamin d deficiency") and rash ("excessive rashes"). The patient was treated with surgery ((B)(6) 2016, hysterectomy to remove uterus, cervix, fallopian tubes and essure coils). Essure was withdrawn. At the time of the report, the pelvic pain, hypoaesthesia, paraesthesia, loss of libido, headache, fatigue, alopecia, back pain, pelvic discomfort, tooth disorder, vitamin d deficiency and rash outcome was unknown. The reporter considered pelvic pain, hypoaesthesia, paraesthesia, loss of libido, headache, fatigue, alopecia, back pain, pelvic discomfort, tooth disorder, vitamin d deficiency and rash to be related to essure. The reporter commented: before essure implantation, she never experienced severe pain and discomfort, including chronic pelvic pain, chronic back pain, dental problems, excessive hair loss, chronic fatigue, vitamin d deficiency, excessive rashes. She sought treatment for symptoms from her physicians, but was unable to resolve the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils properly placed. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 16-mar-2017: now reported from lawyer: plaintiff was (B)(6) when essure was implanted, she was advised that coils were properly placed after hsg, she never experienced (newly reported:) severe pain and discomfort, including chronic pelvic pain, dental problems, vitamin d deficiency, excessive rashes, (and previously reported:) chronic back pain, excessive hair loss, chronic fatigue prior to essure, she sought treatment for symptoms from her physicians, but was unable to resolve the symptoms, on (B)(6) 2016, underwent hysterectomy to remove uterus, cervix, fallopian tubes and essure coils. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced chronic pelvic pain / severe pain, amongst non-serious events. Around one year and ten months, she underwent a hysterectomy to remove uterus, cervix, fallopian tubes and essure. Pelvic pain is anticipated in essure's reference safety information. Pelvic pain may occur after essure insertion. Considering the positive temporal relationship and the lack of alternative explanations, causality with essure cannot be excluded. This case was regarded as incident as a surgical procedure was required. An updated product technical analysis is expected. Further information will be obtained through the litigation process.